Event description:
It was reported that a patient enrolled in a clinical study underwent left total knee arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2005 due to hemarthrosis and synovial entrapment of the knee. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.